Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: biomed replaced the mechanism assembly. During pm, he encountered a flow block error. Sn: (B)(4). Failure device type: systems maintenance failure problem type: see case notes failure mode: see case notes case resolution: had the biomed restart the system and following the system maintenance user manual of turning on the 8015 manually into maintenance mode before connecting to the program. Explained that if they just connects the 8015 with a regular startup, the factory test data points would not be loaded. Biomed then connected the 8100 and refreshed system maintenance. Ran the pm and the unit passed with no errors. Biomed ended call.